Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the unit powers up and down by itself. There was no patient involved. No further information is available at this time.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the unit powering up and down. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.